Event description:
The advocate stated the customer received a blood glucose reading of 80mg/dl from the contour meter, was re-tested in the lab and received 312mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged. Test strip information was not provided. Customer's meter was replaced.

Manufacturer narrative:
Initial reporter address was not provided.